Event description:
Add'l info rec'd from MFR 11/7/03: regarding request for further info for the voluntary medwatch report number mw1028993 the following add'l info is provided: 4. Although the device is designed to operate without AED door, feedback from this customer and others indicated physio could improve the operation of the door latch. The door hides the manual defibrillation and noninvasive pacing buttons and, when opened, allows access to these buttons and automatically takes the device out of AED mode. Therefore, to make the door easier to operate and more robust, incremental improvements have been made to the door and latch design. 1. Model number: 4202488, 2. Serial number: multiple. 3. Event description: background: from the lifepak 20 defibrillator/monitor operating instructions: the door on the lifepak 20 defibrillator hides the manual defibrillation and noninvasive pacing buttons. When the door is closed, the appearance and operation of the device is simplified for the automated external defibrillator (AED) user. To enter manual mode, press the manual button located on the lower left corner of the door. This opens the door and automatically takes the device out of AED mode and allows access to manual mode defibrillation and pacing. After entering manual mode, closing the door does not affect operation. Reported problem: the customer hospital medical reapir dept reported that pressing the manual button to open the door does not always take the device out of AED mode. Engineering has inspected one device returned by the customer and a small quantity of doors from a secured manufacturing lot and observed that, in some doors, the latch from the manual button is mislocated or jammed when the manual button is pressed in a particular manner. If the latch jams, subsequent manual button presses will not take the device out of AED mode. However, if the device is not configured for passcode access to restrict entry to manual mode, manual mode can still be accessed by pressing energy select, charge, pacer, or lead select on the keypad. 4. Final results of failure analysis: engineering is continuing to investigate. 5. Other info: the reported discrepancy is not limited to the devices reported on the medical device report.

Event description:
Medtronic-physio-control lifepak 20 defibrillator AED/manual door switch becomes defective after little use. Unit does not change from AED mode to manual mode when door to manual controls is opened.

Event description:
Add'l info rec'd from MFR 9/4/03: regarding request for further info for the voluntary medwatch number mw1028993 the following info is provided: 1. Model number: 4202488, 2. Serial number: multiple, 3. Event description: background: from the lifepak 20 defibrillator/monitor operating instructions: the door on the lifepak 20 defibrillator hides the manual defibrillation and noninvasive pacing buttons. When the door is closed, the appearance and operation of the device is simplified for the automated external defibrillator (AED) user. To enter manual mode, press the manual button located on the lower left corner of the door. This opens the door and automatically takes the device out of AED mode and allows access to manual mode defibrillation and pacing. After entering manual mode, closing the door does not affect operation. Reported problem: the customer hospital medical reapir dept reported that pressing the manual button to open the door does not always take the device out of AED mode. Engineering has inspected one device returned by the customer and a small quantity of doors from a secured manufacturing lot and observed that, in some doors, the latch from the manual button is mislocated or jammed when the manual button is pressed in a particular manner. If the latch jams, subsequent manual button presses will not take the device out of AED mode. However, if the device is not configured for passcode access to restrict entry to manual mode, manual mode can still be accessed by pressing energy select, charge, pacer, or lead select on the keypad. 4. Final results of failure analysis: engineering is continuing to investigate. 5. Other info: the reported discrepancy is not limited to the devices reported on the medical device report. 6. Event date: june 2003. 7. Alert date: 07/17/2003. 8. One device from the facility is currently being used for the engineering investigation.